Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen. System operates as intended.

Event description:
Customer reported a touch screen failure error displayed at boot up. No patient injury was reported.